Event description:
It was reported that the customer was hospitalized several times in the past three months for high blood glucose. The blood glucose reading was over 600 mg/dl. The mother stated that the last time the cause of the customer hospitalization was diabetes ketoacidosis and site infections. The mother stated that for the past several months, the customer's blood glucose had not decreased below 500 mg/dl. The mother also stated that they changed the sites and the infusion sets numerous times, but it did not resolve the problem. The insulin pump was disconnected, and the customer's glucose level came back to normal once it was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.